Event description:
It was reported that a fortify cervical cage collapsed post-operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Imaging taken in the original surgery show that the core was expanded a-pproximately 2mm. Review of the post-operative imaging show no measurable gap of expansion, this indicates that the implant appears to have contracted by the majority of 2mm ii was originally expanded. During the orignal surgery the implant may have been removed from the patient and repositioned. If the inserter was removed and re-attached during this part of the surgery, it is possible that bone graft material or soft tissue may have been force into the lock cavity. If wedged between the lock and lock cavity, this material may have forced the lock into an unlocked state. The exact cause of the reported issue cannot be determined.